Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two events were anti-tachycardia pacing and shocks were delivered for what appears to be atrial originated arrhythmia. Reprogramming options and medicine advice was given for the patient. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.